Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 5f mynx control vascular closure device (vcd) closing failed, hemostasis was achieved with manual compression. There was no reported patient injury. The device was used, because it has blood on it and the deploy button and the balloon retract button are pressed. There were no issues noted during balloon retraction / button#2 step. A 5f unknown sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f unknown vascular sheath introducer. There was no presence of calcium in the vicinity of the puncture site. The mynx deployer is in training with the device. The procedure was a transfemoral cerebral angiography (tfca). Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 5f mynx control vascular closure device (vcd) closing failed, hemostasis was achieved with manual compression. There was no reported patient injury. The device was used, because it has blood on it and the deploy button and the balloon retract button are pressed. There were no issues noted during balloon retraction / button#2 step. A 5f unknown sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f unknown vascular sheath introducer. There was no presence of calcium in the vicinity of the puncture site. The mynx deployer is in training with the device. The procedure was a transfemoral cerebral angiography (tfca). Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was fully depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was not returned for this evaluation. In regards of the sealant sleeves conditions no abnormal conditions were observed. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, and the corewire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed due to a condition where the sealant was not received for evaluation and the device was received in a fully deployed state. The reported event of ¿sealant inability to achieve hemostasis¿ was not observed through analysis of the returned device since the device was received fully deployed. In addition, this is a patient related event, and without procedural films cannot be evaluated in the lab due to the nature of the event. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.